Event description:
Information received indicates the casters continue to swivel when in brake.

Manufacturer narrative:
The technician replaced the casters, caster supports and the main bearing to repair the bed. The technician performed a function check and found the brake casters working properly.